Event description:
Voice message rec'd from product info specialist reporting that an anesthesiologist from a hosp called to report that he had one incident of an epidural catheter breaking off during pt use. Follow up with the specialist, confirmed this message. It is unknown if there was any pt injury. No info is available as anesthesiologist refused to leave any call back info and reported that he would call back.